Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a contaminated collet in the reported problem area of the pipette assembly. All of the tip cleeves were cleaned. The plunger clamps (11) and tip clamps (10) were replaced. The the instrument was inspected, tested without further problem, and returned to service.